Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl. The cause of elevated bg was unknown. A correction bolus and manual injection were delivered and supplies changed to address bg. The customer went to the emergency room and was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on tha same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.